Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. A review of the device logs for the tenaculum forceps (part# 470207-10 / lot/serial# t10200630-0037) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 4 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the failure mode identified through failure analysis could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps wire was found to be broken. A backup instrument was used to continue. The procedure was completed with no reported injury.